Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be a heart attack. It was reported that the patient had been hospitalized prior to death due to unrelated events. It was not reported if an autopsy was performed. It was unknown if the patient was performing pd therapy while in the hospital or if they were connected to the cycler at the time of the heart attack. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition. The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient was hospitalized on (B)(6) 2014, overnight prior to passing away. The patient did not perform pd therapy during hospitalization due to low potassium levels. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.